Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that this patient was hospitalized due to heart failure. An x-ray revealed that this left ventricular lead had dislodged and resulted in pacing failure. The lead will be repositioned. No adverse patient effects were reported.